Event description:
Boston scientific received information that during an elective device replacement procedure, a review of this device memory revealed some stored intermittent high out of range shock impedance measurements. Upon opening the pocket and removing the device, visual observation revealed the df-1 distal pin was not fully inserted into the device header. The set screw had been tightened, however, the pin could be pulled back without releasing the set screw. It was thought the noted out of range shock impedance measurements were due to the df-1 distal pin not fully inserted during the implant procedure. No ventricular arrhythmias had occurred while implanted, therefore, no shocks were undelivered due to this issue. Upon attaching the replacement device to the chronic right ventricular and atrial leads, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, the device remains with the patient, therefore, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.